Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during an esophagogastroduodenoscopy (egd) with duodenal stent placement procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the stent deployed as the physician was going to load it in the scope. Another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.